Event description:
The customer reported that they observed higher measurements not related with the "real status" of the patient. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. The concomitant product was returned and determined to be functioning as designed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they observed higher measurements not related with the "real status" of the patient. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. The concomitant product was returned and determined to be functioning as designed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they observed higher measurements not related with the "real status" of the patient. No consequences or impact to patient were reported.